Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 305mg/dl, 339mg/dl, 120mg/dl. Tests were done within <10 mins with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.